Manufacturer narrative:
Ge healthcare product engineering performed an investigation of this event. The customer medical staff initially reported that the ge healthcare anesthesia machine stopped ventilating properly in vent mode. The investigation revealed signed documents from the customer medical staff, engineering review of the device logs, and inspection by the ge healthcare field engineer confirming that there was no malfunction and the device was working correctly. The patient in this case was (B)(6) years old, weighed (B)(6), and presented in critical condition for an emergency craniotomy. The medical staff attributed the patient death to the patient's critical condition. Based on this information, the investigation determined that the ge healthcare anesthesia machine did not malfunction and did not cause or contribute to the death of the patient. Therefore, this event is not reportable.

Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Unique device identifier - (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that the machine stopped ventilating properly in vent mode during a procedure. The patient died during the procedure.